Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer found a broken piece was found inside the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer reported that a broken piece was found inside the tube.¿

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer found a broken piece was found inside the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer reported that a broken piece was found inside the tube.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-12. H.6. Investigation summary: h.6. Investigation summary: bd received 1 sample and 5 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and revealed foreign matter on the inside of the tube. There is a brown substance that is free floating inside the tube. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.